Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient passed away due to nose irritation, dizziness / headache, hypersensitivity, asthma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.